Event description:
It was reported the customer was hospitalized with low blood glucose. Date of hospitalization was (B)(6) 2012. Blood glucose at the time of admission was 13 mg/dl. The customer could not recall any significant events leading to their hospitalization. Customer stated they remember waking up with a stiff body, prompting their husband to call the paramedics. The customer stated they were wearing the insulin pump at the time of the hospitalization. Customer was given food at the hospital to treat for their low blood glucose. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.